Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "dramatic change" in vision, vision dropped a diopter, eyes became incredibly dry, could not wear contacts due to intolerance, "eyes went out," "rashes," "massive" headaches, change in skin tone, and a "red dot" on injection areas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." "Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." "Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Patient reported that immediately after injection with 3 syringes of juvéderm voluma® xc at the "high point of both cheeks," they experienced bruising and swelling at the injection sites. Within two weeks of being injected, the patient had a "dramatic change" in vision. The patient reported their vision dropped a diopter, their eyes became incredibly dry, and they could not wear contacts due to intolerance. The patient further stated they were involved in a car accident because their "eyes went out." The patient also stated they are getting "rashes around the eyes and on the cheeks," they experience "massive headaches," and their "skin tone has changed." The patient further stated they can see "a red dot" on both injection areas. The patient stated their "eyes have now stabilized" but they still currently experience dry eyes, headaches, and rashes. The patient has received steroids and hydrocortisone for treatment by multiple ophthalmologists. The patient also indicated they had a CT scan administered, which did not show anything.